Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the device evaluation found: the outer tube had a dent and was deformed. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, that the video telescope had a small hole in the sheath. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the video telescope had a small hole in the sheath. There were no reports of patient harm.